Event description:
It was reported that the pump reset unexpectedly, the pump indicated a data log corruption and the pump battery was depleting quickly. Customer resumed insulin delivery and continued to use the pump. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.